Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. However, the proximal balloon shoulder shows signs of a compression. Stent imprints were observed on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Furthermore, the hypotube was found mildly kinked at the guide wire exit port. The stent was returned separately and unprotected. The stent is severely deformed over its entire length. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of an ostial/proximal lad 90-plus percent lesion with severe calcification. Pre-dilatation was done, and it was attempted to cross with the orsiro mission through a 7fr guideliner. Significant resistance was encountered during multiple attempts to cross, the device did not cross. The orsiro mission was withdrawn, it was noticed that the stent was no longer on the delivery system. Imaging revealed the stent was loose on the guide wire in the left main. A small diameter balloon was inserted over the gw and placed in the proximal section of the des, low atm inflation, des/balloon/guide all was withdrawn. The case was completed with a new guide system inserted and a competitive stent used.